Event description:
It was reported by the pt that her seizures were worsening and were "bad." Later, the pt stated that she had been to the emergency room on (B)(6) 2011 for seizure activity, on (B)(6) for chest pain, and on (B)(6) to have her vns' functionality tested. The pt was reported to have a history for cardiac problems. The pt's neurologist was contacted. The site stated that the pt's stitches were bothering her, so a meeting with the surgeon was being coordinated. Attempts for further info have been unsuccessful to date.